Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00117, 0001822565-2018-03847, 0001822565-2018-03849 concomitant medical products: articular surface fixed bearing posterior stabilized cat: 42512400510 lot: 62775443, tibia cemented 5 degree stemmed cat: 42532006701 lot: 62851833. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to pain, loosening of the femoral and tibial components, and synovitis noted during the procedure along with poly wear of the post. The articular surface was found to have gouges on the post.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of femoral component , articular surface fixed bearing , and cemented stemmed tibia identified nicks and gouges which indicate the sign of use and wear. Additionally, the articular surface's dovetail feature was flared. Further, patient's medical records were received. The patient was experiencing pain and x-ray found no hardware failures and also noted that soft tissue density prominence of the left knee, likely representing a knee effusion or fibrosis. The revision operative notes revealed the revision was taken place for pain and loosening of both femoral and tibial components. During the procedure, it was found that the femoral component was moving freely when examined and tibial deboned 60% from the cement. Synovitis was noted during surgery and synovectomy was performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.